Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. F2: med watch number: mw5152314.

Event description:
The event involved a plum a+ intravenous pump where it was reported that it malfunctioned during the administration of cardizem causing patient to become hypotensive. The patient was on cardizem drip for atrial fibrillation with rapid ventricular response (rvr) at a rate of 5 mg/ hr. The nurse discovered malfunction and immediately addressed the issue. It was reported the intravenous pump screen went black and stopped functioning. It was further reported that the nurse stated the device just turned off with no alarm sound and no alarm message noted in the display since it just went black. There was no medical intervention required. The pump was removed and replaced to resolve the issue. The customer tested the device by running saline through the pump with the drug that was programmed for the patient but was unable to replicate the issue. The patient was placed on a different IV pump. There was patient involved and however no patient harm.